Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, procedural factors (post dilation with 1cc addition volume), in addition to patient factors (severe annular calcification, severe native leaflet calcification, severe lvot calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, a 26mm sapien xt valve was deployed 60:40 aortic/ventricular (a/v). Post deployment echocardiogram indicated mild paravalvular leak (pvl). Post dilation was performed with 1cc additional volume, reducing the pvl to trace/none. As the delivery system was being removed, echocardiogram indicated an effusion. The patient¿s blood pressure dropped. A rupture into the pulmonary sulcus was noted. The procedure was converted to open surgery. The xt valve was explanted and the rupture was repaired with a patch. A carpentier-edwards magna ease valve was implanted. It was perceived that the post dilation of the valve and the severe annular calcification caused this event. The patient¿s annulus measured 23.7mm by transesophageal echocardiogram (tee). Severe annular calcification, severe native leaflet calcification and no aortic root calcification were reported. Severe lvot calcification was also noted.